Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed a sudden increase in shock lead impedance from normal values to slightly over the limit, high values. There were no other signs of lead integrity nor noise. A clinical change was suspected. Bringing the patient into the office to reset the alert and taking manual measurements to ensure it had come back down to normal trending was recommended. The rv lead remains in service. No adverse patient effects were reported.